Event description:
This case is cross referenced to case ID: (B)(4) (same patient). This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and cortisone and later after unknown latency she could barely walk/ can't walk of steps/ could not get up from a chair/ walking difficulty, difficulty bending knees/ could barely bend them/ loss of mobility, allergic reaction, cortisone didn't go well and kind made her sick and was unable to perform daily activities/ difficulty rising from sitting position. The patient's medical history was significant for breast cancer surgery and lymph node surgery. Patient had synvisc one in both knees two times before. The first time patient had no problems but the second time she had swelling, knee pain and bruising in both knees (batch/lot number: srsl003 and expiration date: feb- 2019). The physician used cortisone injections to reduce the swelling in the knees. This reaction was alleviated with cortisone injections. Concomitant medications include ibuprofen (motrin) and chondroitin sulfate/glucosamine (chondroitin w/glucosamine ) for knee pain; xantofyl (lutein) and zeaxanthin for age-related macular degeneration; nicotine, ibuprofen for knee joint pain; alprazolam (xanax) for insomnia and anxiety; neurontin for joint pain; escitalopram oxalate (lexapro) for depression; mometasone furoate (elocon) for poison ivy. On (B)(6) 2017, the patient received treatment with intra articular synvisc one injection, 1 dosage form, (batch/lot number: 6rsl030 and expiration date: jun-2019) once in both knees for osteoarthritis. The same day, patient had x-ray of bilateral knees and the result showed osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency, the patient could barely walk, could not get up from a chair without assistance, knees were extremely swollen and patient could barely bend them. On an unknown date in (B)(6) 2017, the patient received treatment with cortisone (form, route, frequency and indication: not provided) in both knees to settle things down. The shots helped alleviate the adverse reactions for about 3 weeks. The cortisone shots wore off and patient's knees swelled again. On an unknown date in (B)(6) 2017, after unknown latency, the cortisone did not go well and kind of made her sick. Also, on an unknown date in (B)(6) 2017, after unknown latency, after three weeks, the swelling of the patient was back and she had a bad rash on her chest. On an unknown date in (B)(6) 2017, after unknown latency, patient was diagnosed with an allergic reaction. On (B)(6) 2017, as corrective treatment for swelling of knees, patient had both knees drained and 35 ml of fluid from her left knee and 27 ml of fluid from her right knee was drained out and also ordered an MRI of both knees. On (B)(6) 2017, patient's knees swelled back up and were filled right back up with fluid. Patient saw her orthopaedic surgeon and he scheduled her to see a physical therapist. It was reported that the patient could not see the physical therapist due to her have her knees drained. During this time patient was unable to perform daily activities without assistance and use of knee braces (onset date: 2017; latency: unknown). On (B)(6) 2017, patient had MRI. Left knee showed arthritis in knee, joint effusion synovitis in the left knee, low-grade 3 chondromalacia patellae, focal highgrade chondromalacia of the lateral tibial plateau and small chondral loose bod. Right knee MRI showed large joint effusion with synovitis and grade 3 chondromalacia of the medial and lateral compartments. It was reported that the patient did not have arthritis behind the knee caps. Patient had cortisone shots in both knees and also had reactions to the cortisone injections. Patient would see her orthopaedic surgeon at the end of (B)(6) 2017. Also reported that the patient could not walk of steps and she used knee braces on both knees to walk around. Patient's symptoms in her knees were continuing after 2 months. She was advised to contact her healthcare provider about her symptoms. Patient had her meniscus in both knees and there was no bone-on-bone in her knees. As of (B)(6) 2017, patient still experienced pain when bending knees and performing daily activities. Action taken: unknown for cortisone. Corrective treatment: cortisone, uses knee braces on both knees to walk around for she could barely walk/ can't walk of steps/ could not get up from a chair/ walking difficulty; cortisone for difficulty bending knees/ could barely bend them/ loss of mobility and allergic reaction, unable to perform daily activities/ difficulty rising from sitting position; not reported for cortisone didn't go well and kind of made her sick outcome: not recovered/ not resolved for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the production and quality control documentation for lot # 6rsl030 expiration date (06/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsl030 no CAPA is required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 17, there were 2 complaints on file for lot# 6rsl030: 2 adverse event reports sanofi will continue to monitor complaints to determine if a CAPA is required. Seriousness criteria: required intervention for she could barely walk/ can't walk of steps/ could not get up from a chair, difficulty bending knees/ could barely bend them and allergic reaction additional information was received on 20-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 01-may-2017 from patient. Past drugs were added. An additional event of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee was added along with details. The event swelling was updated to symptom of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee and an additional symptom of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee/had both knees drained and 35 ml of fluid from her left knee and 27 ml of fluid from her right knee (knee effusion) was added. The event term she could barely walk was updated to she could barely walk/ can't walk of steps and symptom swelling was updated to swelling/two swollen knees/knees swelled back up. Laboratory tests were added. Corrective treatment (knee braces on both knees to walk around) was added for she could barely walk/ can't walk of steps and treatment for swelling/two swollen knees/knees swelled back up was added. Clinical course was updated and text was amended accordingly. Additional information was received on 27-jun-2017 from patient. Patient's height was added. Medical history allergic reaction and unable to perform daily activities were added along with details. The events joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee and bad rash on chest were updated as symptom of allergic reaction. The event term she could barely walk/ can't walk of steps was updated to she could barely walk/ can't walk of steps/ could not get up from a chair and event onset date was updated from (B)(6) 2017. Route of synvisc one was added. Treatment start date of cortisone was updated from (B)(6) 2017. Laboratory test results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 31-jul-2017 from patient. Verbatim was updated for the event of unable to perform daily activities to unable to perform daily activities/ difficulty rising from sitting position; she could barely walk/ can't walk of steps/ could not get up from a chair to she could barely walk/ can't walk of steps/ could not get up from a chair/ walking difficulty; difficulty bending knees/ could barely bend them to difficulty bending knees/ could barely bend them/ loss of mobility. Batch/lot number and expiration date was added. MRI results were updated. Medical history and concomitant medication added. Clinical course was updated and text was amended accordingly. Additional information was received on 17-aug-2017. Ptc results with lot number were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated (B)(6) 2017: the additional information does not change the previous assessment of the case. This case concerns a patient who received treatment with synvisc one and later experienced walking difficulty and decreased joint range of motion. The causal role of suspect product cannot be excluded in occurrence of the event on the basis of plausible temporal relationship and site of reaction. However, due to lack of information regarding technique of injection, patient medical history, past drugs and concomitant medications precludes complete medical assessment of the case.

Event description:
This case is cross referenced to case ID: (B)(4) (same patient). This unsolicited case from united states was received on 13-apr-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and cortisone and later after unknown latency she could barely walk/ can't walk of steps/ could not get up from a chair, difficulty bending knees/ could barely bend them, allergic reaction, cortisone didn't go well and kinda made her sick and was unable to perform daily activities. The patient's medical history was significant for breast cancer surgery and lymph node surgery. No concomitant medications or concurrent conditions were reported. Patient had synvisc one in both knees two times before. The first time patient had no problems but the second time she had swelling and bruising in both knees. The physician used cortisone injections to reduce the swelling in the knees. This reaction was alleviated with cortisone injections. On (B)(6) 2017, the patient received treatment with intra articular synvisc one injection, 1 dosage form, once in both knees for osteoarthritis. The same day, patient had x-ray of bilateral knees and the result showed osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency, the patient could barely walk, could not get up from a chair without assistance, knees were extremely swollen and patient could barely bend them. On an unknown date in (B)(6) 2017, the patient received treatment with cortisone (form, route, frequency and indication: not provided) in both knees to settle things down. The shots helped alleviate the adverse reactions for about 3 weeks. The cortisone shots wore off and patient's knees swelled again. On an unknown date in (B)(6) 2017, after unknown latency, the cortisone did not go well and kind of made her sick. Also, on an unknown date in (B)(6) 2017, after unknown latency, after three weeks, the swelling of the patient was back and she had a bad rash on her chest. On an unknown date in (B)(6) 2017, after unknown latency, patient was diagnosed with an allergic reaction. On (B)(6) 2017, as corrective treatment for swelling of knees, patient had both knees drained and 35 ml of fluid from her left knee and 27 ml of fluid from her right knee was drained out and also ordered an MRI of both knees. On (B)(6) 2017, patient's knees swelled back up and were filled right back up with fluid. Patient saw her orthopaedic surgeon and he scheduled her to see a physical therapist. It was reported that the patient could not see the physical therapist due to her have her knees drained. During this time patient was unable to perform daily activities without assistance and use of knee braces (onset date: 2017; latency: unknown). On (B)(6) 2017, patient had MRI and the results stated that the patient had arthritis in both of her knees, joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee. It was reported that the patient did not have arthritis behind the knee caps. Patient had cortisone shots in both knees and also had reactions to the cortisone injections. Patient would see her orthopaedic surgeon at the end of (B)(6) 2017. Also reported that the patient could not walk of steps and she used knee braces on both knees to walk around. Patient's symptoms in her knees were continuing after 2 months. She was advised to contact her healthcare provider about her symptoms. Patient had her meniscus in both knees and there was no bone-on-bone in her knees. As of (B)(6) 2017, patient still experienced pain when bending knees and performing daily activities. Action taken: unknown for cortisone. Corrective treatment: cortisone, uses knee braces on both knees to walk around for she could barely walk/ can't walk of steps/ could not get up from a chair; cortisone for difficulty bending knees/ could barely bend them, allergic reaction and not reported for rest of the events. Outcome: not recovered/ not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for she could barely walk/ can't walk of steps/ could not get up from a chair, difficulty bending knees/ could barely bend them and allergic reaction additional information was received on 20-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 01-may-2017 from patient. Past drugs were added. An additional event of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee was added along with details. The event swelling was updated to symptom of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee and an additional symptom of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee/had both knees drained and 35 ml of fluid from her left knee and 27 ml of fluid from her right knee (knee effusion) was added. The event term she could barely walk was updated to she could barely walk/ can't walk of steps and symptom swelling was updated to swelling/two swollen knees/knees swelled back up. Laboratory tests were added. Corrective treatment (knee braces on both knees to walk around) was added for she could barely walk/ can't walk of steps and treatment for swelling/two swollen knees/knees swelled back up was added. Clinical course was updated and text was amended accordingly. Additional information was received on 27-jun-2017 from patient. Patient's height was added. Medical history and concomitant medications were added. Additional events of difficulty bending knees/ could barely bend them, allergic reaction and unable to perform daily activities were added along with details. The events joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee and bad rash on chest were updated as symptom of allergic reaction. The event term she could barely walk/ can't walk of steps was updated to she could barely walk/ can't walk of steps/ could not get up from a chair and event onset date was updated from (B)(6) 2017 to (B)(6) 2017. Route of synvisc one was added. Treatment start date of cortisone was updated from (B)(6) 2017 to (B)(6) 2017. Laboratory test results were added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 27-jun-2017: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty and decreased joint range of motion. The causal role of suspect product cannot be excluded in occurrence of the event on the basis of plausible temporal relationship and site of reaction. However, due to lack of information regarding technique of injection, patient medical history, past drugs and concomitant medications precludes complete medical assessment of the case.

Event description:
This case is cross referenced to case ID: (B)(4) (same patient). This unsolicited case from united states was received on 13-apr-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and cortisone and after 4 days of starting treatment she could barely walk and after unknown latency cortisone didn't go well and kinda made her sick, experienced bad rash on chest and swelling. The patient's medical history was significant for breast cancer surgery and lymph node surgery. No concomitant medications, past drugs or concurrent conditions were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once in both knees (route: not provided) for osteoarthritis. On (B)(6) 2017, 04 days after starting treatment with synvisc one, the patient could barely walk. On the same day, the patient received treatment with cortisone (form, route, frequency and indication: not provided) in both knees to 'settle things down'. On an unknown date in (B)(6) 2017, after unknown latency, the cortisone did not go well and kind of made her sick. Also, on an unknown date in (B)(6) 2017, after unknown latency, after three weeks , the swelling of the patient was back and she had a bad rash on her chest. Action taken: unknown for cortisone. Corrective treatment: cortisone for she could barely walk and not reported for rest of the events. Outcome: not recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for could barely walk. Pharmacovigilance comment: (B)(4) comment dated 20-apr-2017: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty. The causal role of suspect product cannot be excluded in occurrence of the event on the basis of plausible temporal relationship and site of reaction. However, due to lack of information regarding technique of injection, patient medical history, past drugs and concomitant medications precludes complete medical assessment of the case.

Event description:
This case is cross referenced to case ID: (B)(4) (same patient). This unsolicited case from united states was received on 13-apr-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and cortisone and after 4 days of starting treatment she could barely walk and after unknown latency cortisone didn't go well and kinda made her sick, experienced bad rash on chest and swelling. The patient's medical history was significant for breast cancer surgery and lymph node surgery. No concomitant medications, past drugs or concurrent conditions were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, once in both knees (route: not provided) for osteoarthritis. On (B)(6) 2017, 04 days after starting treatment with synvisc one, the patient could barely walk. On the same day, the patient received treatment with cortisone (form, route, frequency and indication: not provided) in both knees to 'settle things down'. On an unknown date in (B)(6) 2017, after unknown latency, the cortisone did not go well and kind of made her sick. Also, on an unknown date in (B)(6) 2017, after unknown latency, after three weeks , the swelling of the patient was back and she had a bad rash on her chest. Action taken: unknown for cortisone. Corrective treatment: cortisone for she could barely walk and not reported for rest of the events. Outcome: not recovered/ not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(4) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(3) would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for could barely walk. Additional information was received on 20-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: (B)(4) comment for follow up dated 20-apr-2017: the follow up information received does not change previous case assessment. (B)(4) comment dated 20-apr-2017: this case concerns a patient who received treatment wth synvisc one and later experienced walking difficulty. The causal role of suspect product cannot be excluded in occurrence of the event on the basis of plausible temporal relationship and site of reaction. However, due to lack of information regarding technique of injection, patient medical history, past drugs and concomitant medications precludes complete medical assessment of the case.

Event description:
This case is cross referenced to case ID: (B)(4) (same patient). This unsolicited case from united states was received on 13-apr-2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and cortisone and later after unknown latency she could barely walk/ can't walk of steps/ could not get up from a chair/ walking difficulty, difficulty bending knees/ could barely bend them/ loss of mobility, allergic reaction, cortisone didn't go well and kinda made her sick and was unable to perform daily activities/ difficulty rising from sitting position. The patient's medical history was significant for breast cancer surgery and lymph node surgery. Patient had synvisc one in both knees two times before. The first time patient had no problems but the second time she had swelling, knee pain and bruising in both knees (batch/lot number: srsl003 and expiration date: feb- 2019). The physician used cortisone injections to reduce the swelling in the knees. This reaction was alleviated with cortisone injections. Concomitant medications include ibuprofen (motrin) and chondroitin sulfate/glucosamine (chondroitin w/glucosamine ) for knee pain; xantofyl (lutein) and zeaxanthin for age-related macular degeneration; nicotine, ibuprofen for knee joint pain; alprazolam (xanax) for insomnia and anxiety; neurontin for joint pain; escitalopram oxalate (lexapro) for depression; mometasone furoate (elocon) for poison ivy. On (B)(6) 2017, the patient received treatment with intra articular synvisc one injection, 1 dosage form, (batch/lot number: 6rsl030 and expiration date: jun-2019) once in both knees for osteoarthritis. The same day, patient had x-ray of bilateral knees and the result showed osteoarthritis. On an unknown date in (B)(6) 2017, after unknown latency, the patient could barely walk, could not get up from a chair without assistance, knees were extremely swollen and patient could barely bend them. On an unknown date in (B)(6) 2017, the patient received treatment with cortisone (form, route, frequency and indication: not provided) in both knees to settle things down. The shots helped alleviate the adverse reactions for about 3 weeks. The cortisone shots wore off and patient's knees swelled again. On an unknown date in (B)(6) 2017, after unknown latency, the cortisone did not go well and kind of made her sick. Also, on an unknown date in (B)(6) 2017, after unknown latency, after three weeks, the swelling of the patient was back and she had a bad rash on her chest. On an unknown date in (B)(6) 2017, after unknown latency, patient was diagnosed with an allergic reaction. On (B)(6) 2017, as corrective treatment for swelling of knees, patient had both knees drained and 35 ml of fluid from her left knee and 27 ml of fluid from her right knee was drained out and also ordered an MRI of both knees. On (B)(6) 2017, patient's knees swelled back up and were filled right back up with fluid. Patient saw her orthopaedic surgeon and he scheduled her to see a physical therapist. It was reported that the patient could not see the physical therapist due to her have her knees drained. During this time patient was unable to perform daily activities without assistance and use of knee braces (onset date: 2017; latency: unknown). On (B)(6) 2017, patient had MRI. Left knee showed arthritis in knee, joint effusion synovitis in the left knee, low-grade 3 chondromalacia patellae, focal highgrade chondromalacia of the lateral tibial plateau and small chondral loose bod. Right knee MRI showed large joint effusion with synovitis and grade 3 chondromalacia of the medial and lateral compartments. It was reported that the patient did not have arthritis behind the knee caps. Patient had cortisone shots in both knees and also had reactions to the cortisone injections. Patient would see her orthopaedic surgeon at the end of (B)(6) 2017. Also reported that the patient could not walk of steps and she used knee braces on both knees to walk around. Patient's symptoms in her knees were continuing after 2 months. She was advised to contact her healthcare provider about her symptoms. Patient had her meniscus in both knees and there was no bone-on-bone in her knees. As of (B)(6) 2017, patient still experienced pain when bending knees and performing daily activities. Action taken: unknown for cortisone corrective treatment: cortisone, uses knee braces on both knees to walk around for she could barely walk/ can't walk of steps/ could not get up from a chair/ walking difficulty; cortisone for difficulty bending knees/ could barely bend them/ loss of mobility and allergic reaction, unable to perform daily activities/ difficulty rising from sitting position; not reported for cortisone didn't go well and kinda made her sick outcome: not recovered/ not resolved for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. (B)(6) continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. (B)(6) would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for she could barely walk/ can't walk of steps/ could not get up from a chair, difficulty bending knees/ could barely bend them and allergic reaction additional information was received on 20-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 01-may-2017 from patient. Past drugs were added. An additional event of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee was added along with details. The event swelling was updated to symptom of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee and an additional symptom of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee/had both knees drained and 35 ml of fluid from her left knee and 27 ml of fluid from her right knee (knee effusion) was added. The event term she could barely walk was updated to she could barely walk/ can't walk of steps and symptom swelling was updated to swelling/two swollen knees/knees swelled back up. Laboratory tests were added. Corrective treatment (knee braces on both knees to walk around) was added for she could barely walk/ can't walk of steps and treatment for swelling/two swollen knees/knees swelled back up was added. Clinical course was updated and text was amended accordingly. Additional information was received on 27-jun-2017 from patient. Patient's height was added. Medical history and concomitant medications were added. Additional events of difficulty bending knees/ could barely bend them,allergic reaction and unable to perform daily activities were added along with details. The events joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee and bad rash on chest were updated as symptom of allergic reaction. The event term she could barely walk/ can't walk of steps was updated to she could barely walk/ can't walk of steps/ could not get up from a chair and event onset date was updated from (B)(6) 2017 to (B)(6) 2017. Route of synvisc one was added. Treatment start date of cortisone was updated from (B)(6) 2017 to (B)(6) 2017. Laboratory test results were added. Clinical course was updated and text was amended accordingly. Additional information was received on 31-jul-2017 from patient. Verbatim was updated for the event of unable to perform daily activities to unable to perform daily activities/ difficulty rising from sitting position; she could barely walk/ can't walk of steps/ could not get up from a chair to she could barely walk/ can't walk of steps/ could not get up from a chair/ walking difficulty; difficulty bending knees/ could barely bend them to difficulty bending knees/ could barely bend them/ loss of mobility. Batch/lot number and expiration date was added. MRI results were updated. Medical history and concomitant medication added. Clinical course was updated and text was amended accordingly. (B)(6) comment: (B)(6) company comment for follow up dated 31-jul-2017: the additional information does not change the previous assessment of the case. This case concerns a patient who received treatment with synvisc one and later experienced walking difficulty and decreased joint range of motion. The causal role of suspect product cannot be excluded in occurrence of the event on the basis of plausible temporal relationship and site of reaction. However, due to lack of information regarding technique of injection, patient medical history, past drugs and concomitant medications precludes complete medical assessment of the case.

Event description:
This case is cross referenced to (B)(4) (same patient) this unsolicited case from united states was received on 13-apr-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc one injection and cortisone and after 4 days of starting treatment she could barely walk/ can't walk of steps and after unknown latency cortisone didn't go well and kinda made her sick, experienced bad rash on chest. Patient also had joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee after few days. The patient's medical history was significant for breast cancer surgery and lymph node surgery. No concomitant medications or concurrent conditions were reported. Patient had synvisc one in both knees two times before. The first time patient had no problems but the second time she had swelling and bruising in both knees. The physician used cortisone injections to reduce the swelling in the knees. On (B)(6) 2017, the patient received treatment with synvisc one injection, once in both knees (route: not provided) for osteoarthritis. On (B)(6) 2017, 04 days after starting treatment with synvisc one, the patient could barely walk. On the same day, the patient received treatment with cortisone (form, route, frequency and indication: not provided) in both knees to 'settle things down'. On an unknown date in (B)(6) 2017, after unknown latency, the cortisone did not go well and kind of made her sick. Also, on an unknown date in (B)(6)2017, after unknown latency, after three weeks, the swelling of the patient was back and she had a bad rash on her chest. On (B)(6) 2017, as corrective treatment for swelling of knees, patient had both knees drained and 35 ml of fluid from her left knee and 27 ml of fluid from her right knee was drained out. On (B)(6) 2017, patient's knees swelled back up. Patient saw her orthopedic surgeon and he scheduled her to see a physical therapist. It was reported that the patient could not see the physical therapist due to her have her knees drained. The orthopedic surgeon ordered a magnetic resonance imaging (MRI) a week ago. MRI results states that the patient had arthritis in both of her knees, joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee on an unknown date in (B)(6) 2017 (latency: few days). It was reported that the patient did not have arthritis behind the knee caps. Patient had cortisone shots in both knees and also had reactions to the cortisone injections. Patient would see her orthopedic surgeon at the end of (B)(6) 2017. Also reported that the patient could not walk of steps and she used knee braces on both knees to walk around. Patient's symptoms in her knees were continuing after 2 months. She was advised to contact her healthcare provider about her symptoms. Patient had her meniscus in both knees and there was no bone-on-bone in her knees. No further information provided. Action taken: unknown for cortisone. Corrective treatment: cortisone, uses knee braces on both knees to walk around for she could barely walk/ can't walk of steps; cortisone for joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee and not reported for rest of the events. Outcome: not recovered/ not resolved for all the events. A pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria: required intervention for she could barely walk/ can't walk of steps and joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee additional information was received on 20-apr-2017. Global ptc number and ptc results were added. Text was amended accordingly. Additional information was received on 01-may-2017 from patient. Past drugs were added. An additional event of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee was added along with details. The event swelling was updated to symptom of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee and an additional symptom of joint effusion synovitis in the left knee and a large joint effusion synovitis in the right knee/had both knees drained and 35 ml of fluid from her left knee and 27 ml of fluid from her tight knee (knee effusion) was added. The event term she could barely walk was updated to she could barely walk/ can't walk of steps and symptom swelling was updated to swelling/two swollen knees/knees swelled back up. Laboratory tests were added. Corrective treatment (knee braces on both knees to walk around) was added for she could barely walk/ can't walk of steps and treatment for swelling/two swollen knees/knees swelled back up was added. Clinical course was updated and text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 01-may-2017: the follow up information received dose not change previous case assessment. Sanofi company comment dated 20-apr-2017: this case concerns a patient who received treatment with synvisc one and later experienced walking difficulty. The causal role of suspect product cannot be excluded in occurrence of the event on the basis of plausible temporal relationship and site of reaction. However, due to lack of information regarding technique of injection, patient medical history, past drugs and concomitant medications precludes complete medical assessment of the case.